Event description:
It was reported by a physician that the central extension tube had detached from the backform while in vivo. It was stated that the device had been in place for a few days and noted on a pt located in ICU. When noted, the nurse clamped the device on the pt side and connected the extension tube back to the device. Followup with the physician indicated that there were no untoward effects.